Event description:
The customer contacted physio-control to report that during a procedure on a patient their device would not recognize the quik-combo therapy cable. As a result, defibrillation was not possible with the unit. The end users immediately obtained a backup device and successfully used it on the patient. There were no adverse effects to the patient as a result of the reported failure. No further details about the patient, or the event, were provided by the customer. Following the patient event the biomed at the facility tested the device using the original quik-combo therapy cable, as well as a second cable, and the device would not detect either.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio observed that the internal connection to the therapy pcb assembly, designator j14 was not connected completely. After securing the connection with j14, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.